Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The customer was no longer able to duplicate the reported issue. Physio offered to initiate a service call to have their device evaluated; however, the customer declined. It was later confirmed by the customer that because he was no longer able to duplicate the reported issue that the device had been placed back into service for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will intermittently power off by itself when the code summary button was pressed. There was no patient use associated with the reported event.